Event description:
In 2004, the therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the ER cardiologist, that the pt was being hand pumped, and the pt was stable and conscious. The pt had reported that he was having red heart alarms, and grinding noises coming from the pump. Soon after that the pump had stopped. The ER had set up a pneumatic drive console and stroke volume limiter (svl), and the MFR went over instructions on how to place the pt onto the console and venting instructions where also given. After the pt arrived at the hosp the pt was stabilized and sent to his heart center for a pump replacement. The pt remains stable and on lvad support.